Event description:
While performing preventative maintenance on an architect c4000 analyzer the customer was splashed in the eye with residual liquid in the waste pump connection fitting. The customer immediately washed his face with water and received a hepatitis test from infection control. The customer was not wearing eye protection at the time. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
While performing preventative maintenance on an architect c4000 analyzer the customer was splashed in the eye with residual liquid in the waste pump connection fitting. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The abbott field service representative (fsr) had decontaminated the waste tubing on an external waste pump with a 10% sodium hypochlorite solution. The external waste pump was connected to the analyzer. The system was generating a low concentration waste pump error and the fsr was decontaminating the clogged waste line tubing in order to resolve the error. The fsr had removed and decontaminated the waste pump tubing with bleach and the customer was in the process of re-installing the tubing back onto the external waste pump when a drop of residual liquid from the waste pump tubing splashed into the customer's eye. The residual liquid was from the waste line tubing that the fsr had just cleaned. The customer was not wearing protective eye wear. The customer immediately rinsed his eyes with water. Tracking and trending did not identify an adverse or non-statistical trend for this issue. The customer did not require medical treatment. Labeling was reviewed and found to be adequate. Based on the available information, there is no evidence of a deficiency or malfunction of the system.